Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The readings are sometimes 200 mg/dl off. The customer¿s blood glucose during the reported event was 190 mg/dl to 220 mg/dl while their sensor glucose was reading at 40 mg/dl. The sensor would suspend insulin pump delivery. Troubleshooting was performed. None of the sensors had a bent cannula. The sensor will not be returned for analysis.